Manufacturer narrative:
(B)(4). The customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted.

Event description:
It was reported the patient was revised for tibial loosening approximately 1.5 years post implantation. It was also noted that the implant looks strange.

Manufacturer narrative:
Based on the additional information received, this event will be reported under report 0002648920-2017-00670.